Manufacturer narrative:
Visual analysis of the returned uphold mesh showed that the suture, with the needle at the end, had detached from the blue and white dilator. The complaint was confirmed. Visual analysis of the returned capio device showed that the handle was cracked and the center slot of the cage was bent. Mechanical analysis of the capio device found that the carrier, which was also bent, deployed to the left of the cage's center slot. A review of the manufacturing records was performed and no issues that could have contributed to this event were found. The directions for use includes the following precaution statement, "avoid excessive tension on the mesh during handling and positioning to prevent damage to the device." The probable cause of the suture detachment was determined to operational context. The probable cause of the cracked handle was determined to be shipping damage. The probable cause of the bent capio carrier and cage was determined to be the removal of the detached needle/suture, which was not found inside the cage of the returned capio device.

Event description:
It was reported to boston scientific corporation that during a sacrospinous ligament fixation procedure using an uphold vaginal support system, the physician attempted to throw the first mesh leg assembly through the patient's ligament when the suture, with the needle at the end, detached and was captured inside the capio cage. The suture did not fall inside the patient. The procedure was completed with another uphold vaginal support system without any complications to the patient, who is reportedly doing "fine" post-procedure.

Event description:
It was reported to boston scientific corporation that during a sacrospinous ligament fixation procedure using an uphold vaginal support system, the physician attempted to throw the first mesh leg assembly through the patient's ligament when the suture, with the needle at the end, detached and was captured inside the capio cage. The suture did not fall inside the patient. The procedure was completed with another uphold vaginal support system without any complications to the patient, who is reportedly doing "fine" post-procedure.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.